Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a display issue with a coaguchek xs meter serial number (B)(4) that could impact the interpretation of results. The customer performed a display check and there were missing segments in the results field. The customer stated that they could only see the top and the bottom segments on the three "8s" of the expected "888" image that should be displayed. This could impact the interpretation of patient results. The issue was first noticed on (B)(6) 2018 where it was not clear if a result from the meter was either 3.3 inr or 5.5 inr. Both results were reported to their medical provided who informed them to test two days later. On (B)(6) 2018 the result from the meter was either 2.3 or 2.5 inr. Both of the results from (B)(6) 2018 were within the customer's expected range. There was no allegation of an adverse event. The meter has been requested for return. Replacement product has been sent.

Manufacturer narrative:
The customer's meter was received for investigation. The display shows no error and the circuit board shows no contamination. No device problem was found. The cause of the event could not be determined.